Event description:
The pt was in the clinic for first programming/threshold testing. The pt had two leads in the same hemisphere (vim & vop) and had no therapeutic effect with high parameters. One lead showed high impedance at 3.0v. Intra-operative impedances had been fine. The outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
.